Event description:
The customer called for help with his contour system. He performed a control test during the call and received a result of 270 mg/dl. The normal control range was not provided, but should be around 106 - 147 mg/dl. No adverse events were alleged. A new bottle of control solution was sent to the customer. No product will be returned at this time.